Event description:
It was reported that the bed had no power.

Manufacturer narrative:
(B)(4) - power control board.

Event description:
It was reported that the bed had lost motor controls due to a cpu board and base angle sensor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up sumbiited as further investigation determined the bed had lost motor controls due to a cpu board and base angle sensor malfunction.